Event description:
The core impaction drill was sent in for eval due to overheating during a wisdom tooth extraction procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any procedure delay.